Event description:
It was reported that during a lobectomy the clips did not come off from 1st firing. Another device was used to complete the case. There was no adverse consequence to the patient. Device will be returned.

Manufacturer narrative:
Date sent: 07/25/2007. Yielded jaws, damaged cartridge cover. Evaluation summary: the analysis results for the mcm30 instrument found that the jaws had become yielded causing the clips to be ejected; in addition, the cartridge cover was found to be cracked. No conclusion could be reached as to what may have caused the reported incident. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.